Event description:
Clinician inserted needle and catheter into artery and while attempting to remove needle, resistance was met. Clinician continued to pull only spring wire guide (swg) causing it to separate and leaving tip of swg in pt. Swg tip was removed surgically. No pt complications reported.